Manufacturer narrative:
Event date: (B)(6) 2021. The customer reported that the insulin pump' screen was broken, and the insulin pump was shutting down frequently. Functional testing to be performed/completed: the insulin pump was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a missing reservoir tube o-ring, a missing display window/cover, a broken reservoir tube lip, a stained keypad overlay, a missing retainer, a cracked case-corner of belt clip rails near the battery tube compartment, a pillowing keypad overlay, a keypad overlay texture damage, a serial number label missing and a end cap address label missing. The test p-cap/reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the sleep current measurement, active current measurement and self test. The insulin pump history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. The insulin pump was monitored and no unexpected powering off/shutting down or blank display noted. Also, no unexpected battery power loss or replace battery alert or replace battery now alarm noted during the testing. There was no power error 25, low battery alert, power loss alarm, unexpected battery power loss or replace battery alert or replace battery now alarm recorded in the formatted history file on the event date: (B)(6) 2021. However, low battery alert was recorded and found in the formatted history file on: 04/06/2021 20:39:00.000 alarm alert notification 04/06/2021 21:30:09.000 alarm alert cleared replace battery alert on: 04/07/2021 06:10:00.000 alarm alert notification 04/07/2021 06:17:14.000 alarm alert cleared replace battery now alarm on: 04/07/2021 06:41:00.000 alarm alert notification and power loss alarm on: 03/08/2021 22:14:28.000 alarm alert notification 03/08/2021 22:14:39.000 alarm alert notification 03/08/2021 22:14:51.000 alarm alert cleared. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to electrical board 1. No loose electronic components noted. However, corrosion was found on the electronic assembly. No corrosion or moisture damage on the force sensor, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a minor scratched lcd window, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. No broken screen was noted during visual inspection. The insulin pump was monitored for several days and no unexpected powering off/shutting down or blank display, no unexpected battery power loss or replace battery alert/replace battery now alarm noted. However, corrosion was found on the electronic assembly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was shutting down frequently. The customer stated that the insulin pump had a broken screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.